Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were submitted and assessed. The first image contains the product's labeling information, which corresponds with the tw details. The second image displays a maxcore disposable core biopsy instrument situated in a package, where only the bottom of the device is visible. Following the photo evaluation, the reported failure to fire issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy procedure using a maxcore device. During the procedure, the device's outer needle failed to activate. No coaxial needle was used, and the procedure was completed by another device. There were no patient reported injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided kidney biopsy procedure using maxcore instrument. During the procedure the device outer needle failed to activate. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.